Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of inflammatory reaction and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of inflammation and infection: precautions: as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed. Adverse events: clinical evaluation of juvéderm voluma® xc device/injection-related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%).

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma® xc in the chin area. Twenty months later, the patient developed an inflammatory reaction around the injection site and was treated with antibiotics. It was noted that the patient's infection could have been due to a strep infection that has yet to be confirmed. Symptoms have resolved.